Manufacturer narrative:
Device evaluation of monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. The patient received two non-lifevest defibrillations. Per clinical review of the continuous ECG recording, the device was started up at 10:05:15 on (B)(6) 2021. The device was shutdown at 22:05:39 on (B)(6) 2021. The patient was in sinus tachycardia at 140 bpm with pvc's at the time of the device shutdown at 22:05:39 on (B)(6) 2021. The device was started up at 01:04:41 on (B)(6) 2021. The patient was in vf with CPR/tactile artifact and electrode lead fall off at 01:06:13. The rhythm then slows to vt at 180 bpm with motion artifact and electrode lead fall off. CPR/motion artifact and electrode lead fall off prevented the lifevest from detecting the vt/vf arrhythmia. At 01:14:25, the patient received the first non-lifeveset defibrillation. The patient's rhythm at the time of the defibrillation and post-shock rhythm were obscured by motion artifact/electrode lead fall off. The patient was in vf/vt for approx. 7 minutes 55 seconds before receiving the defibrillation. At 01:16:11, the patient received the second non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation and post-shock rhythm were obscured by motion artifact/electrode lead fall off. The rhythm then transitions to an idioventricular rhythm at 90 bpm with motion artifact and electrode lead fall off. The rhythm then degrades to vt at 140 bpm from approximately 01:19:39 to 01:19:50 with motion artifact and electrode lead fall off. The patient's rhythm self-converted to an idioventricular rhythm at 60 bpm at 01:04:45, preventing the lifevest from detecting the vt arrhythmia. The electrode belt was disconnected while the patient was in an idioventricular rhythm at 60 bpm at 02:03:00 on (B)(6) 2021.